Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found turn the controller off and then on again and check for proper operation. If the problem persists, return the system for service. The controller has no operator-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and no annual maintenance check is required. If a component malfunctions, call customer service for a return authorization. A visual inspection observed no issues. A functional evaluation revealed most settings could not be tested due to the display being blank. The unit was opened and found the display cable disconnected from the main board. The complaint was verified and the root cause was associated with a component failure. Factors that could have contributed to the reported event include a failure of the display ribbon cable or touch screen display. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during an arthroscopy the controller powered up but there was no image on the screen, it remained blank. The procedure was completed with a competitor device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.